Event description:
Complainant alleged that the device's pacer rate knob and rate switch shaft have broken off. Complainant did not indicate that there was any pt involvement in the reported malfunction.